Manufacturer narrative:
D2b: pro code (product code), qrb.

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure. Additional information was received that the patient was doing well postoperatively and all explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 14794130. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 580906. UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure.

Manufacturer narrative:
D2b pro code (product code) qrb. The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure. Additional information was received that the patient was doing well postoperatively and all explanted devices were discarded by the medical facility.